Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box show unexplained power on resets on (B)(6) 2014. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting an intermittent power issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the power (intermittent power) issue.